Event description:
The cusotmer observed discrepant results for d when using manual gel and tube methods. Both methods were initially negative at initial spin with a weak d sample. After ahg phase, the sample reacted positive (+3) in the tube. Both methods used a non-mts anti-sera. Discrepant results could lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into the lot of cards in question did not indicate any card deviation of manufacturing. The customer complaint could not be verified as the sample in question was not returned to mts. Although the event appears to be sample related, card malfunction can not be ruled out. The root cause is unk.